Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the endoscope with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the issue was resolved by reseating the endoscope on the usm. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the image was upside down. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs which showed error 282 for endoscope arm, universal surgical manipulator (usm) 3. The customer reseated the endoscope, and the issue was resolved. The image was no longer upside down. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the image went upside down. The issue happened with the first endoscope. Then, they used another endoscope. The second endoscope also had the same issue. The customer reseated the usm 3, and the issue was resolved. The customer believed the issue was not with the endoscope. The vision issue did not result in patient injury. The patient information was not provided.